Event description:
(B)(4): it was reported that the vertier table is not powering on and the hand control and override panel are not working. There was no report of any pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. Eval summary: through eval of the device by a field service rep, it was concluded that the motion process controller (mpc) was no longer functioning which led to the reported event of the table not powering on. The mpc controls the articulations of the table. If this component fails, the table may no longer be able to articulate from either the hand control or the override panel as was reported in this instance. It is unk what caused the mpc controller to cease functioning as the cause is multi-factorial in nature. For this event, there was no pt involvement and no adverse consequence reported as the table was allegedly not powering on in order to be used. This is not a single use device.